Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet® solent¿ omni catheter. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12134. It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for an angiogram in the right leg. The catheter primed, went into the patient, and after approximately 9 seconds in thrombectomy mode a "check saline error" message appeared. The device stopped and the pump itself was filling with saline so it did not work. A second angiojet® solent¿ omni catheter was selected for use; however after 12 seconds of priming, the device stopped. A 2.1mm jetstream® xc atherectomy catheter was then selected. The catheter was primed, inserted into the patient and a couple of passes were made. The catheter then started to fail and did not aspirate properly. The case was completed with another of the same device. There were no patient complications reported and the patient's status is fine.